Event description:
It was reported that during a vats lobectomy, the irrigation was leaking out of the buttons and the clip applier misfired. Pulled new devices and finished the case. No patient consequences.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken from the right side. No anomalies were found with the jaws. Functional testing could not be performed due to the condition of the returned device.